Event description:
During arteriogram, no blood returned from the cerebral catheter. Fluoroscopy showed kinking (loop)-unable to straighten catheter out by using standard manipulation technique. Catheter was pulled out by physician-post procedure-no femoral pulse leg pain noted. Pt was sent to o.r. For embolelctomy. Discharged to home on 6/2.